Manufacturer narrative:
Upon investigation, it was confirmed that there was excessive heat to the bed's cpu causing noise and smoke. There was no allegation that a fire occurred. The customer elected not to repair the unit and scrapped it.

Event description:
It was reported that there was fire to the electrical components of the bed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that there was fire to the electrical components of the bed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.